Event description:
As reported, the button of a 5f mynx control vascular closure device (vcd) was not able to be depressed and closing failed. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. No damage was noted to the button, and the button did not depress. The tension indicator was aligned with the markers on the handle halves before deployment. There were no kinks in the unknown sheath or device after removal. No damage was observed to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, with the unknown vascular sheath introducer inserted at an angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was moderate tortuosity and mild calcium presence near the puncture site. The mynx vcd was used in a diagnostic procedure that employed a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the button of a 5f mynx control vascular closure device (vcd) was not able to be depressed and closing failed. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. No damage was noted to the button, and the button did not depress. The tension indicator was aligned with the markers on the handle halves before deployment. There were no kinks in the unknown sheath or device after removal. No damage was observed to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, with the unknown vascular sheath introducer inserted at an angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was moderate tortuosity and mild calcium presence near the puncture site. The mynx vcd was used in a diagnostic procedure that employed a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no signs of damage or irregularity. The internal mechanism was also reviewed, and no damage was identified. It was noted that the condition of the returned unit did not match the reported event. A simulated deployment test could not be performed, as the device was received in a fully deployed state with both buttons fully depressed, and the sealant was not available for evaluation. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.